Manufacturer narrative:
Foreign report source: (B)(6)

Event description:
Information was received that a smiths medical cadd legacy plus pump had a significant infusion increase in patients who receive 5fu infusion in 46h, and finish the infusion before the scheduled time. No adverse patient effects were reported.